Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4) implanted: (B)(6) 2008, product type lead product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
Additional information received reported that the patient was still having concerns with the device or therapy but was working with the doctor or manufacturer representative. The patient noted that they had an appointment 2014 (B)(6) but that they needed a manufacturer representative to be at that appointment. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the patient had back surgery ¿two years ago¿ and since the back surgery the patient had to turn stimulation up ¿pretty high¿ to get the coverage needed. The patient noted that the stimulation reached the middle of the legs but they needed to turn it up ¿kind of high¿ to get stimulation to the lower legs and feet. The patient stated that when they turned stimulation up high enough to get coverage in the lower legs they felt stimulation in the abdomen. The patient noted that they could feel stimulation where there pump was located. The patient noted that they had a pump in the right abdomen and the implantable neurostimulator (ins) in the left buttock. The patient also noted that their pain started at the lumbar and had ¿expanded over the years.¿ the patient noted that they had the stimulation device implanted for neuropathy in their legs and stated that it covered the pain well. The patient also noted that they needed the stimulation device reprogrammed because they were not getting the best coverage. The patient mentioned that they had started out with a transcutaneous electrical nerve stimulation (tens) unit for the neuropathy in their legs. The patient noted that they had a pump implanted three weeks prior to report. It was noted that there was a lost or stolen patient programmer/ptm antenna and patient programmer pouch. The patient wanted to know if the programmer for the stimulation device could affect the pump. It was reviewed the stimulation programmer could only make changes to the stimulation device and the ptm can only communicate/make changes to the pump. The patient also noted that they had external equipment replaced in the past. The patient noted that last year they had ¿esi¿ injections in the neck. The patient also noted that they had a couple of ¿bad reactions¿ to oral pain medication and this was why they began investigating the pump. The patient noted that they had a ¿dna test¿ which showed that their body was not metabolizing any of the medication. The patient noted that this ¿made sense¿ because the patient was not getting any relief. The patient mentioned that they were on oral pain medication and oral baclofen. The patient also mentioned that they had a gastric bypass in the past. It was noted that all allegations were stimulation related. The patient was redirected to the healthcare professional (hcp) to set up an appointment to have the stimulation reprogrammed. Additional information was requested but was not available at the date of this report.